Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited increased sensing integrity counter (sic), high pacing impedance and oversensing noise which resulted in the patient receiving an inappropriate therapy. A lead fracture was confirmed via x-ray. The lead was reprogrammed and eventually was partially removed and replaced. No further patient complications have been reported as a result of this event.